Event description:
Related manufacturer reference number: 2017865-2021-21043. Related manufacturer reference number: 2017865-2021-21045. It was reported that the patient experienced pocket infection. The pacemaker, atrial lead, and right ventricle lead were all explanted. Patient was stable.